Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, preventing the user from waking the screen during a supply change, after which placing the device on a charger allowed the user to unlock the device and complete the supply change; the issue was transient and later appeared to function normally, and the user was advised to monitor and capture a video if it recurs. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms, no medical intervention, and continued device use. Investigation included remote troubleshooting and user education. Investigation of this case revealed an intermittent user interface responsiveness issue involving the device¿s wake button, with no reproducible fault identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with insufficient evidence to identify a device malfunction.